Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a lead replacement procedure on (B)(6) 2026 the patient experienced a csf leak. Patient did not experience any symptoms and was told to rest, lay flat and hydrate.